Event description:
The unit was returned for svc because it was reported by the customer that the audible alarm was not functioning correctly. The alarm exhibited a one to two second delay from the alarm setting. The malfunction was discovered by the biomedical technician during testing. There was no pt involvement or reported pt harm. During the repair evaluation the customer's complaint of audible alarm delay was confirmed. The pca board was replaced to correct the problem.